Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. The patient reports the pump worked, but died in (B)(6) 2017 before the date it was supposed to die. The patient was in intense morphine withdrawal and had to drive for 8 hours to go see the hcp to have the pump replaced (B)(6) 2017). The pump died and withdrawal 2 days before the pump was replaced. The pump was replaced on labor day weekend and the manufacturer sent the rep out to the hospital in the middle of the night. They had morphine in the pump at that time as well. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving intrathecal medication via an implantable pump for non-malignant pain and other non-malignant pain. It was stated in the report that the pump was delivering morphine [10 mg/ml] at a dose of ¿5 mg/ml¿ but photos of logs examined on 2017-sep-06 at 16:53 with the last change being on (B)(6) 2017 included in the report showed that the infusion drug was morphine pf [5.0 mg/ml] being delivered via simple continuous infusion mode at a dose of 0.7719 mg/day. It was reported on (B)(6) 2017 that the patient had symptoms of withdrawal and the pump was in motor stall on (B)(6) 2017. The pump and logs interrogated as diagnostics/troubleshooting performed showed motor stall occurred and did not recover. Photos of the logs were included with the report and showed that the initial interrogation showed ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ the event logs showed the motor stall occurred on (B)(6) 2017 at 02:24 and that the ¿stopped pump period may exceed tube set¿ message appeared on (B)(6) 2017 at 02:24. The logs also showed that there was 14 months to the estimated eri (elective replacement indicator). There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgical replacement of the pump only was done as surgical interventions taken to resolve the issue. The return status of the completely explanted pump was not determined and it was noted that the hospital had possession of the product. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-sep-27 reported the pump was replaced on (B)(6) 2017, and yes it will be returned for analysis, but the hospital currently has possession of the pump and will be returned once they finish with their processing. No further complications were reported or anticipated.